Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a power (battery life) issue. The reporter stated that the pump alarmed to replace the battery, however when the battery was replaced the alarm remained. The reporter was allegedly unable to navigate past the alarm. There was no allegation of an adverse event with this complaint. There was no further information available regarding the complaint at this time; if further information is provided a follow up report shall be made. This complaint is being reported because of the allegation of a battery life issue.

Manufacturer narrative:
(B)(4). Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: the pump powers with returned battery cap. Battery cap is able to fully tighten. A power loss was not duplicated. The battery compartment was intact. The current draws were within specifications. Investigators removed pump case and there was no evidence of moisture or loose components inside pump. There were multiple 128 replace battery alarms observed in black box on (B)(4) 2014. There was evidence of partially discharged batteries being installed observed in black box on (B)(4) 2014. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.